Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a calcified lesion in the right superficial femoral artery, proximal peripheral artery using a nanocross elite 5mm x 150mm x 150cm balloon, the balloon burst longitudinally at 12atm on the first inflation using a everest inflation device. Target lesion was calcified with artery diameter of 6mm. No abnormalities reported in relation to anatomy. IFU was followed. The vessel was not pre-dilated, the vessel was post-dilated using the same model of dilation device, and the balloon was inflated with a 50/50 contrast fluid using the inflation device. The device did not pass through a previously deployed stent and no resistance encountered when advancing the device. No damage to packaging and no issues noted when removing the device from its tray. Embolic protection was not used. The procedure involved the use of a 6mm diameter artery, with a non-medtronic 6fr x 45cm sheath and a non-medtronic .014 x300 guidewire. The balloon did not detach, and there was no injury or intervention associated with the event. The device was safely removed, and the procedure was completed using a new medtronic device of the same make and model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, the device was flushed, and a 0.014¿ guidewire was loaded, an indeflator with pressure gauge was used to inflate the balloon to its nominal pressure of 8atms and held pressure, the balloon was then inflated to its rated burst pressure (rbp) of 14atms and held pressure, the balloon was then deflated without issue medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.